Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone that the keypad had issue. Customer blood glucose reading was 48 mg/dl. Troubleshooting was not performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Pump passed displacement test and selftest. All buttons functioning properly no damage on the keypad assembly and the connector on the electrical board was locked properly during visual inspection.